Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, three proglide devices were attempted; however, the devices did not capture tissue. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device did not capture tissue was not confirmed. The analysis of the returned device revealed the suture, plunger, needle tips, cuff and link were not returned which limited the scope of the investigation. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause for the reported event appears to be related to the operational context where the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.